Manufacturer narrative:
Evaluated one opened/used enlite sensor and found sensor cannula bent inside sensor base. We were unable to confirm if sensor was received in said condition due to it being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was not communicating properly with the transmitter. Customer also reported receiving lost sensor alerts. During troubleshooting, the customer removed the sensor and confirmed that there was no electrode. Blood glucose level at the time of the incident was 153 mg/dl. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.